Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the stent had been implanted at a restenosis of an anastomosis (near an interponat/graft). The stenosis remained despite a dilation and the lifestent was implanted. After this the area was dilated with a pta catheter (cordis powerflex 5x20). The result looks like a fracture to the physician. There are no injuries or interventions due to this event.